Manufacturer narrative:
One 7f fast-cath introducer sheath was received for evaluation. The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body. The cause of the detached sideport could not be conclusively determined.

Event description:
The fast-cath hemostasis introducer was inserted into the patient for infusion of medication. The side-port of the fast-cath disconnected from the hub on day 12.